Event description:
Download data from a pt revealed that the patient was receiving "add gel" messages when the electrode belt had not released gel. Zoll customer support contacted the pt and issued him a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (add gel) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the strain relief, detaching wires and causing the "add gel" messages. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The pt received a replacement electrode belt.